Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime or fill anomalies due to completely broken reservoir tube lip. Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot, stained end cap sticker, stained address number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they had prime rewind anomaly and stuck in rewind complete/bolus delivery loop. The customer's blood glucose was 263 mg/dl. It was also reported that the they did not received 2nd series of beeps nor did numbers appear on the screen. The customer treated their high blood glucose with manual injection. The insulin pump will be returned for analysis.